Event description:
The clinician said implant was placed in 2005 and removed in 2006. The clinician identified the reason for removal as failure-to-osseointegrate, resulting from improper post-surgical implant loading.

Manufacturer narrative:
The implant was received with an attached prepped abutment. The implant was not fractured and was examined under 10x magnification. The implant was measured with calipers through the packaging and determined to be a d5mm x 12mm implant. There is no thread defect noted.